Event description:
Therapist took this unit off patient in response to ventilator alarm. Patient had developed respiratory distress (tachypnea). When the exhalation valve was inspected the flapper was found loose inside the manifold.